Manufacturer narrative:
Per 5055 final report: the device details were provided and the corresponding manufacturing records were identified and reviewed. All parts conformed to material and dimensional specifications. Additional information, such as xrays and operative notes, was requested to the reporter. This information was not provided therefore the scope of the investigation was limited. No further investigation can be performed. Therefore the rootcause remains unknown and this case is now considered closed. Should additional information be provided, the case will be reopened. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, the event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Reduction after approximatively 2 days due to dislocation.

Event description:
Reduction after approximatively 2 days due to dislocation.

Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including x-rays and operative notes has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, the event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.